Event description:
It was reported that the physician felt the patient needed a larger cuff for their artificial urinary sphincter (aus) implant device. The physician removed and replaced the cuff through replacement surgery, and there were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4).